Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who initiated ilet therapy experienced hypoglycemia following a dinner meal announcement, with glucose dropping to 58 mg/dl; the user had been unfamiliar with appropriate actions and was advised that the system was still learning insulin needs. Symptoms included shakiness. Outcomes included transient low glucose that resolved after the user ingested three glucose tablets, with glucose returning to target and no medical intervention or ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction or component failure; the event was consistent with early adaptive insulin dosing while the system learned the user¿s requirements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.